Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient didn't like the feeling of paresthesia and so the physician decided to explant the device. The patient was offered hd settings but was hesitant based on increased recharging interval. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.